Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 30may2019. Approximate age of device ¿ 1 month 11 days. Manufacturer's investigation conclusion: the reported event, of the patient losing external power while connected to the mpu, was confirmed in the submitted log file and event communications. The customer submitted a heartmate 3 log file for review (loss of external power events); no product was returned for evaluation. The patient lost mpu power for approximately 30 seconds; the system was powered by the controller¿s backup battery during this period. External power was restored when the patient installed fully charged batteries. The reason for the loss of external power was unable to be determined based on the log file. Multiple requests for additional event information were sent to the customer. The customer did not reply to the requests for additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient experienced a no external power alarm. This is usually caused by the power cord being unplugged or loose from the mpu or the wall socket. The ebb did run the pump during this issue. There were no other unusual events seen within the log file. Additional information was requested but not provided.